Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed for lot number 13d22v241 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a reconstitution device leaves much "a/b" in the cup instead of aspirating back into the bag. This occurred during use. There was no report of patient involvement. No additional information is available.